Event description:
It was reported that the doctor noted that there was oversensing in a stored atrial episode. The noise is consistent with 60hz noise most commonly from an ac power source. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID 5076-45 implantable pacing lead implanted: 2010 (B)(6); product ID 6944-65 implantable tachy lead implanted: 2010 (B)(6). (B)(4).